Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the basal rate reset to 0.0ui during a brief power interruption. The basal rate reset automatically to 0.0ui; this was not the basal rate that was originally programmed on the infusion device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.